Manufacturer narrative:
Additional information was received with the facility name and phone number. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The product was not returned, therefore no product analysis can be performed. Without return of the product, a conclusive cause cannot be determined. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was loaded successfully. A 16f sheath was removed and the delivery catheter system (dcs) was inserted. There was resistance felt upon the inline sheath insertion and the device was rotated slightly and went up without issues. The valve was deployed successfully. Upon removing the dcs, a hematoma formed with external bleeding. Multiple inflations were performed to the left common femoral artery, however, the bleeding continued. A cut-down was performed. The non-medtronic perclose tore and the artery was sutured closed. No additional adverse patient effects were reported.